Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not have the transfer set changed within the appropriate time frame. On the day of onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. After four days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis event. No additional information is available.